Manufacturer narrative:
Device evaluation pending.

Event description:
It was reported that updating the library was not possible. A communication error/cracked case/battery issues were reported. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals were removed from bottom case and plunger assembly, front corners of top case were chipped, battery was missing and the serial number was hand written on the bottom case. Review of the event history log showed an occurrence of a communication error. The reported issue was duplicated during the investigation. The investigation determined that the interconnect printed circuit board not operating as intended was the cause of the reported connection issue. This was attributed to normal wear. It was also noted that the pump had been dropped or mishandled by the customer. The interconnect printed circuit board was replaced along with the top case and a battery was added. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. (Updated h6 event problem patient code).